Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records confirmed aseptic loosening of the right tibial component. Femoral and patella components were well fixed but the tibial component was grossly loose. Femoral component and vast majority of underlying bone cement was removed. There was no adhesion of bone cement to the tibial component but was well adhered to the underlying bone. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. Visual inspection of the provided image performed. Image shows explanted femoral and tibial components both displaying residue on the surface. Unable to confirm item number and lot number from the image. As the affected product was not returned, a further assessment could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: (B)(4) - femoral component option for cemented use only size f right - (B)(6). (B)(4) - all poly patella standard cemented size 32 mm diameter 8.5 mm thickness - (B)(6). (B)(4) - articular surface size ef 10 mm height use with plate 3 - (B)(6). (B)(4) - cobalt g-hv bone cement 40gm - (B)(6). (B)(4) - intramedullary plug lge - (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that during the revision, the surgeon noted that the tibial component was grossly loose and there was no adhesion of bone cement to the tibial component but was well adhered to the underlying bone. Patella was well fixed therefore retained. All other components were revised without complications. All available information has been provided.

Manufacturer narrative:
(B)(4). D10. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee surgery. Approximately 6 years post-op, the patient presented to the office with knee pain and was subsequently revised due to tibial loosening. The non-augmentable tibial component was found to be grossly loose with no cement adhered to the surface. All available information has been provided.